Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump does not vibrated when the insulin goes below 20 units. Customer stated he realized the issues when he was attempting to treat for high blood glucose of 400 mg/dl. The device displayed the low reservoir alarm but no vibration occurred. Troubleshooting was performed and blood glucose was over 300 mg/dl. Customer sated the device did not vibrated during troubleshooting. It was determined the vibrate feature was off. Customer was assisted to turn on feature, self-test was performed, and customer was advised to monitor the device. Customer is not returning the device for further information.